Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure the device did not fire. Also, the staples were unformed. Additional suture was performed. There was no adverse consequence to the pt.